Event description:
The manufacturer received voluntary medwatch (mw5105670) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging to have cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cough related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The patient received medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported MDR 2518422-2022-81243-1 with incorrect information in section b2 as hospitalization. After review, it was determined that this was incorrectly selected in section b2. Nothing such has occured to the patient. Corrections to previous MDR are made in this report as follows. Section b1 was updated to reflect product problem. Section h1 and h6 has been updated to reflect malfunction.